Event description:
It was reported that the patient had a stryker total femur and stryker constrained all poly liner cemented in biomet acetabular metal shell. Surgeon indicated that she fell and the liner disengaged from the biomet shell. Revision surgery planned on (B)(6). More info will be available.

Manufacturer narrative:
Catalogue number unknown at this time. Device description reported as a stryker liner. An evaluation of the device cannot be performed as the device remained implanted in the patient and was not returned to the manufacturer. Additional information pertaining to the device referenced in this report (including x-rays and medical records) has been requested. Should additional information become available, the evaluation summary will be submitted in a supplemental report. Not returned to the manufacturer.

Manufacturer narrative:
The patient is (B)(4) in height. An event regarding loss of cement fixation involving a trident all poly liner was reported. The event was confirmed. Medical records received and evaluation: a review of the provided records by a clinical consultant indicated: "in this complex reconstruction, disassociation of a constrained liner cemented into another company¿s product apparently occurred after the patient fell. There is no evidence that this patient¿s clinical problems were related to factors of faulty design, manufacturing, or material of the stryker product." Device history review indicated the devices accepted into final stock from the reported lot were free from discrepancies. Complaint history review found no other events have been reported for the manufacturing lot. Conclusions based on a review of the provided medical records the root cause of the reported cemented component loosening is determined to be the fall experienced by the patient.

Event description:
Additional info received from sales rep 9/30/2013: the metal shell was a zimmer no biomet. The constrained liner and head were removed and same size new components were cemented in.